Event description:
No additional information on the reported event.

Manufacturer narrative:
Addi418424. This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed via medical records. And radiographs reviewed by a health care professional. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned. Visual and dimensional evaluations could not be performed. A definitive root cause could not be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant products: unknown-unknown m2a head-unknown ; unknown-unknown m2a cup-unknown ; unknown- m2a taper adapter-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03067, 0001825034 - 2021 - 03068, 0001825034 - 2021 - 03069. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post implantation due to pain, elevated metal ions, and altr that was noted in MRI. During the procedure the surgeon noted difficulty disengaging the stem from the head neck combination, as it was cold welded. Surgeon was finally able to disengage the implants. The stem was retained. Attempts have been made and additional information on the reported event is unavailable at this time.